Event description:
Pt reported that the device initiated a test sequence (with a result of "err"), without having first applied blood, or control solution, to the strip. Pt's blood glucose was not affected and no treatment was received. A request was made for the return of the suspect product and replacement product was shipped.